Event description:
Related manufacturer reference number: 2017865-2023-20448. It was reported the patient presented for a leadless pacemaker (lp) implant. During mapping, cardiac perforation was noted at the apex of the heart. Pericardial effusion was confirmed by echocardiography and drainage was completed. Implant was abandoned. The patient was stable.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.